Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a newly purchased universal drill guides with two pieces. It appears that the springs are welded together. During the cleaning and separation of instrument; the springs were broke into several pieces. This report is for 2 of 2 complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.